Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with transmitter no longer charging, transmitter battery lasts less than expected, received change sensor after 3 days of use. The customer reported blood glucose value of 46 mg/dl. The customer was treated with carbs and emergency medical service dispatched. The event involved products mmt-1884, mmt-7040a, mmt-7841zn, unomedical and mmt-332a. Troubleshooting was partially performed for low blood glucose. The customer used the smartguard/auto mode of the insulin pump at the time of reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for low/short transmitter battery lifetime and observed that the transmitter is out of warranty. Troubleshooting was performed for sensor alerts. Customer was unable to run test on transmitter and advised customer to try another sensor. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for unomedical. The customer will discontinue the use of the reservoir. Mmt-332a was requested and customer response was the device will be returned.